Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with implantable pacemaker experienced pacemaker mediated tachycardia (pmt). Undersensing was also noted. Boston scientific technical services (ts) discussed that pmt episodes that appear to be pacemaker driven. The device remains in service. No adverse patient effects were reported.